Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin squirted out during manual priming process. Customer's blood glucose level was unknown. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they were stuck in rewind process. Customer was advised to hold down act until they received second series of beeps and or numbers appear on the display. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer was advised that the insulin pump will need to be replaced. Adv customer to revert to back up plan per healthcare professional's instructions. Insulin pump will not be returned for analysis.